Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the camera floated or moved up. The technical support engineer (tse) viewed the logs and found engagement faults on arm 3 where the scope was installed. The scope was moving normally when the caller called in. There were no other system related issues. The site continued the procedure with no reported complications. The da vinci xi endoscope is intended to provide stereoscopic visualization of tissue and instruments when performing procedures with the da vinci system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed as planned without any injury or harm to the patient. The issue has not reoccurred. The customer chose not to return the endoscope. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Manufacturer narrative:
The product has not been returned to intuitive surgical, inc. (Isi) for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. As of on (B)(4) 2022, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log of the endoscope plus (part # 470057-05 / serial # (B)(4)) associated with this event has been performed. Per the review, the following was confirmed: system serial #, event date, console surgeon, procedure name/category and use of reported instrument. Per the logs, the instrument was last used on (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved freely with an uncontrolled motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.